Event description:
On 12th june 2026, it was reported by an arthrex employee via email that for an ar-8954yr-ss, calc fx perc plate, std, ant proc/post tuber, sterile, when inserting a locking screw into the second screw hole on the dorsal side of the plate (posterior to the calcaneus), which should normally be secured at manual maximum, resisted but did not stop, allowing it to rotate without being secured, and nearly came loose on the opposite side of the plate. This was detected during use in an unknown procedure on (B)(6) 2026. The procedure was completed successfully using this product. No significant surgery delay reported. No additional anesthesia administered to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.